Event description:
It was reported by legal counsel that a patient underwent a left hip arthroplasty on (B)(6) 2016. By (B)(6) 2017 the patient began experiencing pain while walking. After a 3d radiographic diagnostic revealed a defect of hardware. Subsequently the patient was revised. During the (B)(6) 2017 procedure, inspection of the joint space showed that there were multiple fragments of polyethylene, that the prosthetic femoral head was articulating with the acetabular shell, and that there was striping over the weight bearing portion. All products were revised.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 complaints reported with the item 650-1056 and 1 complaint reported for the item 650-1068 including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00177-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Initial report. The product has not been returned to zimmer biomet for investigation. Medical product: cer bioloxd option hd 32, catalog #: 650-1056, lot #: 2886436 multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00177 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal counsel that a patient underwent a left hip arthroplasty on (B)(6) 2016. By (B)(6) 2017 the patient began experiencing pain while walking. After a 3d radiographic diagnostic revealed a defect of hardware. Subsequently the patient was revised. During the (B)(6) 2017 procedure, inspection of the joint space showed that there were multiple fragments of polyethylene, that the prosthetic femoral head was articulating with the acetabular shell, and that there was striping over the weight bearing portion. All products were revised.